Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system. Robot performance was fine during initial cuts of distal femur and posterior champfer using the angled saw attachment worked without incident. After changing the saw attachment to the straight attachment for the remaining cuts we noticed that the saw was significantly louder. Unfortunately a replacement saw attachment was not available. In order to attempt to rectify the issue a new mics handpiece was opened and used but the issue continued. Whilst attempting to complete the procedure the attachment failed and the procedure was abandoned and completed using conventional instruments.

Manufacturer narrative:
Reported event: the returned device was confirmed to be a straight sagittal saw 2.7 degree, catalog# 212186, serial# (B)(4), lot# 35010616 which malfunctioned during a case. Device evaluation and results: visual inspection: visual inspection of the device showed no signs of damage on the outside. Rotating the input shaft did not cause the blade platform to rotate therefore the input shaft was removed. Upon removing the input shaft it was observed that the bearings on the end of the input shaft that mate with the yoke were damaged. The noise noted in the complaint is consistent with the input shaft hitting the bearing components during rotation. Dimensional inspection no dimensional inspection was performed as the visual inspection was sufficient to confirm the complaint. Functional inspection: with the bearings damaged and dislodged from the input shaft; the blade platform will not move back and forth to provide the cutting motion. Device history review: a review of the device history records show that 28 of 30 total were received, inspected, and accepted on 7/26/2016 and 8/4/2016. The 2 nonconforming parts were placed on qt16-07-0071 and qt16-08-0018 for issues unrelated to the failure mode noted in this complaint. Complaint history review: a review of complaints trackwise related to p/n 212186, lot number 35010616 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode of a malfunctioning straight saw attachment was confirmed. The issue occurred during a case and resulted in its cancellation and conversion to manual. The root cause for the malfunction is failure of the input shaft bearings which is a known failure mode of the assembly. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system. Robot performance was fine during initial cuts of distal femur and posterior chamfer using the angled saw attachment worked without incident. After changing the saw attachment to the straight attachment for the remaining cuts we noticed that the saw was significantly louder. Unfortunately a replacement saw attachment was not available. In order to attempt to rectify the issue a new mics handpiece was opened and used but the issue continued. Whilst attempting to complete the procedure the attachment failed and the procedure was abandoned and completed using conventional instruments.